Event description:
Dentist advised handpiece got hot and burned pt, resulting in blistering on pt's right inner cheek during crown prep treatment. Pt noted swelling and discomfort following procedure. Dentist prescribed magic mouth wash for treatment and two follow up appointments to evaluate healing. (B) (4)